Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals that resulted in false atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and stated potential causes. Ts stated it is physician discretion to address or to monitor the issue. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).